Manufacturer narrative:
H.6. Investigation: bd received 7 samples and 5 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for embedded fm with the incident lot was observed. Additionally, the customer samples were evaluated by visual examination and the indicated failure mode for embedded fm with the incident lot was observed. Bd determined that the root cause of the indicated failure mode was attributed to manufacturing issue. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product.

Event description:
It was reported the bd vacutainer® edta 2k experienced foreign matter in tube biological and non-biological. This event occurred 7 times. The following information was provided by the initial reporter: translated to english. The customer stated "the following issues were found in tubes: dirty cap ×6. Spot in tube ×1.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer® edta 2k experienced foreign matter in tube biological and non-biological. This event occurred 7 times. The following information was provided by the initial reporter: translated to english. The customer stated "the following issues were found in tubes: dirty cap ×6, spot in tube ×1.